Manufacturer narrative:
510k: this report is for an unknown locking set screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during growing rod lengthening procedure on (B)(6) 2020, after exposure of the original / existing hardware, the surgeon determined that the interface between the wedding band connector and the rod was loose. The surgeon noticed that the single innie set screw locked into the connector on the open side of the 4.5 / 4.5 connector was stripped and cross threaded. Infection was present at the time of the procedure. The procedure was successfully completed. There was surgical delay of ten (10) minutes. This report captures the post- op event (loosening of the interface between the wedding band connector and the rod, single set innie screw was stripped and crossed threaded, infection was present) while related complaint (B)(4) captures the intra-op event (attempted to implant a new single innie set screw which immediately cross threaded). This report is for one (1) unknown locking set screw. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: exp 4.5 ti op/clsd 4.5x4.5 (part# 186172345, lot# unknown, quantity# 1), unknown rod (part# unknown, lot# unknown, quantity# 1), unknown locking/set screws (part# unknown, lot# unknown, quantity# 1), unknown screw (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the exp 4.5 ti single innie (part #: 186100001, lot #: rl278370) was received at us cq. Upon visual inspection, the external thread of the device was worn and scratches could be seen on the devices the overall complaint was confirmed for the exp 4.5 ti single innie (part #: 186100001, lot #: rl278370) as the visual inspection found the external thread being worn and minor scratches could be seen on the surface of the device. No definitive root cause could be determined based on the provided information but it is likely that the device failure occurred. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for exp 4.5 ti single innie was conducted identifying that lot number rl278370 was released in a single batch. Batch1: lot units were released on 08 aug 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.